Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib fault 76" message. The clinician replaced the device to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a1, a4, b5 updated, b6, b7 removed, h6 (health effect clinical code) and h6 (health effect impact code) updated. The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to lifted pads on a transformer component of the pace/defib engine board. The pace/defib engine board was replaced to remedy the report. The board was scrapped. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.